Event description:
Technical services received a call on 9/26/11. Caller stated that this rv lead will be revised today. Office checked last week and it showed no sensing and threshold increased to 2.7v @1.0ms. Physician is dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).